Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a pump error alarm. Their blood glucose was unknown. The customer replaced the battery and the display went blank. They replaced the battery and that is when they received the pump error alarm. The customer replaced the battery after 10 minutes, set the date, time and reservoir. No further information was given. The insulin pump is not being returned for analysis.